Event description:
The manufacturer's representative reported that he was having issues with the (B)(4) handheld computer. He indicated that when he turned on the hhd, there were lines across the screen and he was unable to use the handheld. The representative was unable to determine what was the cause of the issue. The handheld and related software was returned to the manufacturer for analysis. However, the product analysis has not been completed to date.

Event description:
Product analysis of the software and handheld computer was completed. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. Analysis on the returned handheld revealed that a likely cause for the reported "line across the screen" was verified. During the analysis, it was identified that the display was damaged. As a result of the damage, some of the pixels were not functioning and the display image was distorted. The most likely cause for the damage to the screen is associated with mishandling of the device. No further anomalies were identified during the analysis.

Manufacturer narrative:
.